Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Thrombocytopenia [thrombocytopenia], disease progression [disease progression], pneumonia [pneumonia], abdominal pain [abdominal pain] pyrexia [pyrexia], decreased appetite [decreased appetite], mouth ulceration [mouth ulceration], stomatitis [stomatitis]. Case description: initial information received on 10-nov-2016: this spontaneous medical device report was received from a literature article by sukeepaisarnjaroen w. Et al., entitled "results of tracer - phase ii randomized, double-blinded, multicentre asian study investigating the combination of transcatheter arteial chemoembolization (tace) and oral everolimus in localised unresectable hepatocellular carcinoma (hcc)" published in the liver cancer journal concerning 26 patients of asian ethnicity of unknown age and gender. The patients' medical history included newly diagnosed, localized unresectable hcc (time since initial diagnosis </= 12 months). The disease stage based on barcelona clinic liver cancer (bclc) was b for the majority of patients. Hepatitis was the most common hcc etiology. The patients' concomitant medication included a placebo for unresectable hcc. On unknown dates, the patients received tace using dc bead loaded with doxorubicin for unresectable hcc (bead size, lot numbers and expiration dates not reported). The median time to progression (ttp) was 6.4 months. The overall response rate (orr) was 54% and disease control rate was 77%. The median overall survival (os) was 22 months. On unknown dates, abdominal pain and pyrexia were the most common adverse events (ae). In addition, decreased appetite, mouth ulceration, stomatitis and thrombocytopenia were experienced by the patients. 30.8% of the patients experienced severe or life-threatening aes, with thrombocytopenia and pneumonia occurring most frequently. The outcome of the events was not reported. On unknown dates, given the early termination of recruitment, 25 disease progression events occured. The outcome was not reported. The reporting authors assessed the events thrombocytopenia and pneumonia to be severe or life-threatening but did not provide a seriousness assessment for the other events. The authors did not provide a causality assessment between dc bead and the events experienced by the patients. The company considered the events thrombocytopenia, pneumonia and disease progression as serious (life threatening, medically significant) and all other events as non-serious. This case is linked with case (B)(4), originating from the same literature article. Follow-up information will be requested. Case comment: thrombocytopenia, abdominal pain, pyrexia, decreased appetite, mouth ulceration, stomatitis and disease progression are considered unlisted according to dc bead current reference safety information whereas pneumonia is considered listed. In the absence of the authors' causality assessment, the company considered all the events to be related to dc bead, since its role cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Thrombocytopenia. Disease progression. Pneumonia. Abdominal pain. Pyrexia. Decreased appetite. Mouth ulceration. Stomatitis. Case description: initial information received on 10-nov-2016: this spontaneous medical device report was received from a literature article by sukeepaisarnjaroen w. Et al., entitled "results of tracer - phase ii randomized, double-blinded, multicentre asian study investigating the combination of transcatheter arterial chemoembolization (tace) and oral everolimus in localised unresectable hepatocellular carcinoma (hcc)" published in the liver cancer journal concerning 26 patients of asian ethnicity of unknown age and gender. The patients' medical history included newly diagnosed, localized unresectable hcc (time since initial diagnosis </= 12 months). The disease stage based on barcelona clinic liver cancer (bclc) was b for the majority of patients. Hepatitis was the most common hcc etiology. The patients' concomitant medication included a placebo for unresectable hcc. On unknown dates, the patients received tace using dc bead loaded with doxorubicin for unresectable hcc (bead size, lot numbers and expiration dates not reported). The median time to progression (ttp) was 6.4 months. The overall response rate (orr) was 54% and disease control rate was 77%. The median overall survival (os) was 22 months. On unknown dates, abdominal pain and pyrexia were the most common adverse events (ae). In addition, decreased appetite, mouth ulceration, stomatitis and thrombocytopenia were experienced by the patients. 30.8% of the patients experienced severe or life-threatening aes, with thrombocytopenia and pneumonia occurring most frequently. The outcome of the events was not reported. On unknown dates, given the early termination of recruitment, 25 disease progression events occured. The outcome was not reported. The reporting authors assessed the events thrombocytopenia and pneumonia to be severe or life-threatening but did not provide a seriousness assessment for the other events. The authors did not provide a causality assessment between dc bead and the events experienced by the patients. The company considered the events thrombocytopenia, pneumonia and disease progression as serious (life threatening, medically significant) and all other events as non-serious. This case is linked with case (B)(4), originating from the same literature article. Follow-up information will be requested. Additional information on 13-dec-2016: follow up information has been sought. As of 13-dec-2016, no additional information has been received. Case comment: thrombocytopenia, abdominal pain, pyrexia, decreased appetite, mouth ulceration, stomatitis and disease progression are considered unlisted according to dc bead current reference safety information whereas pneumonia is considered listed. In the absence of the authors' causality assessment, the company considered all the events to be related to dc bead, since its role cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with doxorubicin hydrochloride was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Thrombocytopenia. Disease progression. Pneumonia. Abdominal pain. Pyrexia. Decreased appetite. Mouth ulceration. Stomatitis. Case description: initial information received on 10-nov-2016: this spontaneous medical device report was received from a literature article by sukeepaisarnjaroen w. Et al., entitled "results of tracer - phase ii randomized, double-blinded, multicentre asian study investigating the combination of transcatheter arterial chemoembolization (tace) and oral everolimus in localised unresectable hepatocellular carcinoma (hcc)" published in the liver cancer journal concerning 26 patients of asian ethnicity of unknown age and gender. The patients' medical history included newly diagnosed, localized unresectable hcc (time since initial diagnosis </= 12 months). The disease stage based on barcelona clinic liver cancer (bclc) was b for the majority of patients. Hepatitis was the most common hcc etiology. The patients' concomitant medication included a placebo for unresectable hcc. On unknown dates, the patients received tace using dc bead loaded with doxorubicin for unresectable hcc (bead size, lot numbers and expiration dates not reported). The median time to progression (ttp) was 6.4 months. The overall response rate (orr) was 54% and disease control rate was 77%. The median overall survival (os) was 22 months. On unknown dates, abdominal pain and pyrexia were the most common adverse events (ae). In addition, decreased appetite, mouth ulceration, stomatitis and thrombocytopenia were experienced by the patients. 30.8% of the patients experienced severe or life-threatening aes, with thrombocytopenia and pneumonia occurring most frequently. The outcome of the events was not reported. On unknown dates, given the early termination of recruitment, 25 disease progression events occured. The outcome was not reported. The reporting authors assessed the events thrombocytopenia and pneumonia to be severe or life-threatening but did not provide a seriousness assessment for the other events. The authors did not provide a causality assessment between dc bead and the events experienced by the patients. The company considered the events thrombocytopenia, pneumonia and disease progression as serious (life threatening, medically significant) and all other events as non-serious. This case is linked with (B)(4), originating from the same literature article. Follow-up information will be requested. Additional information on 13-dec-2016: follow up information has been sought. As of 13-dec-2016, no additional information has been received. Additional information on 11-jan-2017: follow up information has been sought. As of 11-jan-2017, no additional information has been received. After three follow up attempts the case is considered lost to follow up. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time and this report is final. Case comment: thrombocytopenia, abdominal pain, pyrexia, decreased appetite, mouth ulceration, stomatitis and disease progression are considered unlisted according to dc bead current reference safety information whereas pneumonia is considered listed. In the absence of the authors' causality assessment, the company considered all the events to be related to dc bead, since its role cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.